Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date about one year ago. Currently, the mesh is torn apart in the middle. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.